Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into thigh and arm. The reaction was described as itching, redness, swelling and blisters. The affected area was treated with a prescribed steroid topical cream. The date of prescription is unknown. Additionally, it was indicated that the patient would typically have to remove the sensors between day 2 and 4 after sensor application due to the skin reactions. At the time of contact, the patient was doing fine. No additional patient or event information is available. The sensor was inserted into the thigh and arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.